Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) has not been since two years ago and jumpy impedance was noted on the right atrial (ra) lead. Which was believed to be caused by a spring contact issue. Noise and oversensing was also observed, leading to inappropriate atrial tachycardia response (atr) episodes. Then, atrial tachycardia with aberrancy was determined and inappropriate anti-tachycardia pacing (atp) therapy was delivered and tried to break the rhythm up. Technical services provided troubleshooting options including evaluating the medication of this patient. At this time, the product remains in service and no adverse patient effects were reported.